Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received that a lead revision procedure was performed seven months later due to ra and rv lead dislodgement. The ra lead was successfully repositioned and remains implanted in the patient. However, while attempting to reposition the rv lead, the helix would no longer extend. The rv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix retracted and the stylet inside of the lead. Visual inspection revealed that the conductor coils were deformed at 217 mm from the terminal pin and there were cuts in the silicone insulation at 261 to 263 mm from the terminal pin. Further visual inspection noted that the insulation between the anode ring and helix housing was twisted and lead on lead abrasion could be seen at 238 to 245 mm from the terminal pin. During testing, the helix would not extend which was determined to be most likely due to dried blood in the helix mechanism up through the lumen and dried body tissue entwined in the helix and helix housing. The intermittent capture, high threshold measurements and dislodgement allegations were not able to be confirmed by analysis. However, analysis did confirm the allegation that the helix would not extend.

Event description:
Boston scientific received information that three months post implant it was noted that the right ventricular (rv) lead exhibited intermittent capture at high output measurements. The patient was in the hospital for a cardioversion due to atrial fibrillation. Post cardioversion, a similar pattern of loss of capture with high threshold measurements on the right atrial (ra) lead was observed. Exit block is suspected. The patient is not pacemaker dependent. The boston scientific sales representative stated that there was no pacing from the leads and the physician has placed the patient on oral medication in an attempt to decrease the exit block. No additional adverse patient effects were reported and the investigation is complete at this time.